Event description:
It was reported that during a preventative maintenance check, the ventricular sensitivity on an external pulse generator was out of specification at .4ms. The device was returned for test and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).